Event description:
It was reported that the left monitor on the 9900 system went blank during a case. The 9900 system was rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.